Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that cylinder bulge, scarring and tissue damage were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced bulging of the cylinder along the distal corpora. A surgical procedure was performed during which significant scarring was observed in the right corpora and the cylinder was difficult to remove. All components were successfully removed. Only a single malleable cylinder was implanted in the left corpora due to the condition of the right side. No further patient complications were reported.